Event description:
The customer reported to customer service that the power supply for her breast pump got hot and "burned apart."

Manufacturer narrative:
The customer was sent a replacement power supply. Contact was not made with the customer to obtain additional information regarding this event. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated the power cord burnt apart, which could be a safety risk. This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Should additional information or the original product be received resulting in new, changed, or corrected information, a follow-up report will be filed at that time.